Manufacturer narrative:
Date of event is estimated. Attempts were made to obtain complete patient and event information. Further information was not provided. The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient's scs paddle lead was causing discomfort when the patient craned their neck up or down. In turn, the patient underwent surgical intervention wherein an extension was added to the system. The issue has been resolved.